Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (500 mcg/ml, 115 mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity. It was reported that the patient had magnetic resonance imaging (MRI) on (B)(6) 2016 as an in-patient. It was unknown if the MRI's were related to the device or therapy. After the second MRI, the pump status was not checked. On (B)(6) 2016, the hcp was doing a refill of the pump, and upon checking the pump status, the logs showed a motor stall occurred on (B)(6) 2016, and tube set message on (B)(6) 2016. The hcp rechecked the pump status with the logs, and the logs showed a motor stall recovery at the time of interrogation ((B)(6) 2016). There were no patient symptoms, and it was noted that the volumes were okay.